Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID: 3093-28, lot# v952224, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that she was using her patient programmer to ¿raise the numbers¿ and was doing that slowly but it stopped at 6. The patient was on program 2 at 6.35 and saw the upper limit icon and ¿it helped but it was not stopping it.¿ the first one did not stop it, this one was better. It was unclear what ¿its not stopping it¿ and ¿her first on did not stop it¿ meant. The patient had a loss of therapy. The patient did not feel stimulation at all and the therapy was not on. The patient increased to 6.2 then 6.5 and saw the upper limit icon. It was recommended that the patient turn it back down to 5.0 and try it and increase it over the next week. The indications for user were urinary dysfunction/sacral nerved stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the lack of stimulation was a change to program 2. If additional information is received, a follow-up report will be sent.